Event description:
It was reported that during the surgery, the anchor could not be pushed out because the black button was too hard to push forward. Another device was used to complete the procedure. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual examination of the returned product identified the device has been cycled and there was 1 blue anchor and some suture outside of the needle; 1 blue anchor and some sutures remain inside the needle as well. Review of the front-end assembly shows that there are no scratch marks. The tabs on the front-end assembly have fractured, which is secondary to the push button being hard to advance, and remain in the handle of the device. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.